Event description:
Information received notes that when the magnet was placed during a transtelephonic monitor follow-up, the device exhibited av sequential pacer spikes with loss of capture. The patient passed out and was rushed to the emergency room (ER). Further follow-up by ER personnel observed loss of capture when the device was interrogated. Capture was re- gained after the telemetry wand was removed. The patient was pacemaker dependent and the device was replaced.